Event description:
It was reported that the customer had normal blood glucose levels of 106 mg/dl. The customer reported that the transmitter of the insulin pump does not blink when connected to the sensor. Troubleshooting was done. The customer reported a lost sensor from the insulin pump. The customer removed the sensor of the insulin pump but a piece of the sensor was missing. The customer reported that the needle of the sensor was not intact and was missing. The customer reported that that is not known whether the sensor needle was fractured but it does appear to be missing after removal from the body. No additional information was provided.

Manufacturer narrative:
Inspected three opened/used partial enlite sensors and found two sensors with bent needle inside the sensor base. Missing one needle and no sensor break was found during analysis. All the three sensors passed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.